Manufacturer narrative:
No 140099290 product samples, videos, or photographs were returned for investigation. The device history review was reviewed for both possible lot numbers, 3864779 and 3845287, and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed. Two possible lot numbers 3864779 (exp date 12/01/2021, MFR date 02/01/2014) and 3845287 (exp date 12/01/2021, MFR date 02/01/2014).

Event description:
The customer reported that 5 minutes into the beginning of an infusion of taxol, a primary plum set leaked from the filter. The infusion was for a volume of 300mls over 1 hour on an unspecified pump at a rate of 317ml/hr with a default pressure setting of 200 pounds per square inch (psi). The chemotherapy was cleaned per protocol. There was patient involvement and a delay in therapy, which made the patient anxious since they did not receive the full does of treatment. The chemo drug did not come in contact with the patient or healthcare provider, only the sterile towel. The chemo spill was cleaned per protocol. The device was replaced with no further problems encountered.